Event description:
It was reported that during implant procedure, the right ventricular lead exhibited high impedance. The lead was not implanted and replaced. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).